Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: migration. Concomitant medical products: 530cc clinical siltex contour profile gel implant, catalog #3541508 serial number #(B)(4) lot#236889. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast reconstruction revision with a 530cc clinical siltex contour profile gel implant experienced right sided implant migration post procedure. The implant was stated to have rotated 90 degrees counter clockwise. As a result, bilateral prosthesis replacement with 590cc mentor memorygel breast implants was performed on (B)(6) 2019. This was a clinical study device.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according to the information received, it was reported that the patient developed device migration. During visual inspection of the device it parallel lines of shell wear on the anterior aspect was found, suggesting in-vivo folding or creasing of the device. No other anomalies were observed. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).